Manufacturer narrative:
(B)(4). Date sent: 9/29/2021. Additional information was requested, and the following was obtained: does the surgeon believe there is an alleged deficiency of the buttressing that may have caused or contributed to the leak. If so, why? =>yes. Because the surgeon has never experienced leakage without the slr. Was the product used to create the enteroenterostomy or only to close the common channel? =>the device was used to cut the duodenum..

Manufacturer narrative:
(B)(4). Batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional information received: the cartridge was the gst60b. The deployed staples were formed properly. The surgeon commented that leakage never occurred before, so that he assumed the slr was caused leakage. The patient had a high bmi. It is unknown if he/she had a dm. Additional information was requested, and the following was obtained: was a leak test performed? No. The leak was occurred from the duodenum. Because this procedure was roux-en-y, no leak test was performed. If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? 4 days after the surgery. How was the leak identified? The patient had low fever from the surgery and the leak was identified from the drain 4 days after the surgery. What was observed at the site of the leak upon reoperation? No further information is available. How was the leak addressed? The drain was placed. Why does the surgeon believe the slr device may have caused or contributed to the leak? Because the surgeon has never experienced leakage without the slr. No further information will be provided.

Event description:
It was reported that after a laparoscopic gastrectomy, leakage occurred 4 days after the surgery. The device was used on the duodenum. The cartridge color was blue. The drain was placed, so the patient¿s condition is stable so far. No further information is available.